Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to micro perforation. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Cuts in the insulation and suture sleeve observed, likely explant damage. Blood/body fluid observed in the lumen(s) at cut sites. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to micro perforation. This ra lead was replaced. No additional adverse patient effects were reported.